Event description:
It was reported in the user facility report: ¿the patient was being switched from hfjv to conventional ventilation and the screen froze, suddenly a countdown occurred notifying that the ventilator would turn off on 6 seconds. We quickly grabbed the jr bag and started ppv. The ventilator turned off, screen was turned back on there was an alarm cockpit restarted. The ventilator was switched out for a new one.¿ no patient injury was reported.

Manufacturer narrative:
The investigation was based on the initially reported information. The serial number and log file of the affected device were requested but have not been provided. As a result, a detailed root cause analysis was not possible. Based on the available information the cockpit (display unit) of the device performed a restart for an unknown reason. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit infinity c500, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. The ventilation will not be affected by a restarting cockpit and will be continued as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental oled-display located on the ventilation unit wherein the user can see the on-going ventilation. After successful completion of the warm start, the system will post the alarm message ¿cockpit restarted¿ with accompanying audible alarm tone. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported in the user facility report: ¿the patient was being switched from hfjv to conventional ventilation and the screen froze, suddenly a countdown occurred notifying that the ventilator would turn off on 6 seconds. We quickly grabbed the jr bag and started ppv. The ventilator turned off, screen was turned back on there was an alarm cockpit restarted. The ventilator was switched out for a new one.¿ no patient injury was reported.